Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) due to extended charge time. Monitoring voltage was 2.54 v and charge was 27.6 seconds. This device is part of the mid-life display of replacement indicators advisory. Device replacement was planned for the following week and the caller wondered if this was ok. Technical services discussed that this should be ok. No adverse patient effects have been reported.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.